Manufacturer narrative:
(B)(4). The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was closed. The original wing cap was not handed over by the customer; the patient connector was closed with a red stopper. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Furthermore we detected solution (liquid) at the lla-cone of the patient connector. The sample was filled with nacl 0.9 % up to the nominal volume (270 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running)! Furthermore, we tested the flow rate of the received sample. Nominal: 2 ml/h. Actual: 2.0 ml in 1 h; 3.7 ml in 2 hrs; 5.2 ml in 3 hrs. Leakages were not detected during the test of the flow rate. A slow flow (as described by the customer) could be determined at the sample. The received sample is not within our specifications. We have informed our manufacturer accordingly. As the complaint sample is contaminated with cytotoxic, further investigation is unable to be done. Justification: not judgeable as the complaint sample is contaminated with cytotoxic. Corrective measures have been initiated and are documented under CAPA (B)(4). Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): stop of the infusion. After 3 days, only 35 ml infused, drug: 5fu.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.